Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter burr was detached from the distal coil and the burr was not returned to site for analysis. Visual and microscopic examination of the drive shaft noted that the distal coil was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.

Event description:
It was reported that a burr detachment occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink¿ plus was selected to treat the target lesion. During preparation, while attempting to adjust the rotation speed, a burning smell was noted. The device was checked and observed that the distal burr was detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Event description:
It was reported that a burr detachment occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink¿ plus was selected to treat the target lesion. During preparation, while attempting to adjust the rotation speed, a burning smell was noted. The device was checked and observed that the distal burr was detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).